Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. Reaction was described as itchy, red, raised and containing pus. Reaction also had scarring and was located under the sensor pod. Affected area was treated with over-the-counter hydrocortisone cream. No additional event information was provided.